Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 341 alarm which was not reproduced. System error 341 was verified through a review of the event history log. Evaluation was unable to determine causality. The device was found to operate as designed with no failures. No corrective action was required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm in the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.